Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg is migrating within the pocket site. In turn, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The location of the pocket site was also moved from the left flank to the left buttocks, resolving the issue.